Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to pace the ventricle at maximum outputs, and displayed an out of range pacing impedance. One nonsustained episode of noise was noted on the ventricular electrogram. The patient has an intrinsic rhythm. The device has been implanted 3 weeks.